Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no video output. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head , coupler , extension cable, intermittence while using rf devices , problem toggling light source from camera head, connected monitors, leaking, manufacturing/ service nonconformity, use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the procedure was rescheduled. Please note, no incisions had been made at the time of rescheduling.

Event description:
It was reported that the procedure was rescheduled. Please note, no incisions had been made at the time of rescheduling.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.